Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Technical services (ts) discussed stored atrial tachy response (atr) episodes that indicated noise on the lead. Additionally, loss of capture was noted in unipolar following the out of range measurements. In clinic evaluation was recommended. Subsequently, a procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.